Event description:
The device user (du) reported that the hepatic artery (ha) pinch valve was at 100% occlusion while the ha was at 35 mmhg. The du stated the issue was resolved by a power cycle, but they were not confident in regards to the pressure reading during that time of the perfusion.

Manufacturer narrative:
The device was returned and evaluated by a service engineer (se). On inspection, the se found that the pinch valves were operating normally. The se removed, cleaned, and reinstalled the pinch valves as a precaution. Subsequently, the device completed all testing successfully.

Manufacturer narrative:
The date of awareness for the reported event was june 24, 2025. G3 updated to reflect this.

Event description:
The device user (du) reported that the hepatic artery (ha) pinch valve was at 100% occlusion while the ha was at 35 mmhg. The du stated the issue was resolved by a power cycle, but they were not confident in regards to the pressure reading during that time of the perfusion.

Event description:
The device user (du) reported that the hepatic artery (ha) pinch valve was at 100% occlusion while the ha was at 35 mmhg. The du stated the issue was resolved by a power cycle, but they were not confident in regards to the pressure reading during that time of the perfusion.

Manufacturer narrative:
Device data was reviewed. The reported event was confirmed. The hepatic artery (ha) pinch valve was not occluded to the degree indicated during the first 32 minutes of the perfusion. When at 100% occlusion, the pinch valve was not occluding the tubing. This was indicated as portal flow was greater than 1 l/min in the presence while the ha pinch valve was supposed to be 100% occluded. Additionally, once the roberts clamps were opened, there was inferior vena cava (ivc) backflow into the liver. This demonstrated that the ha pinch valve was not occluding the portal reservoir inflow tubing. Following a pause, eject cartridge, and restart of the device by the user, the device functioned as expected. The root cause of the issue could not definitively be determined.